Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's blood pressure gradually decreased from the beginning of the procedure. Cardiopulmonary resuscitation (CPR) was initiated due to the prolonged low blood pressure. Medication was also administered to stabilize blood pressure, but percutaneous cardiopulmonary support (pcps) was used be cause the response to medication was temporarily weak and there was no pulse pressure. Per the physician, it was not hemorrhagic shock because there was no anemia symptoms and cardiopulmonary acted. There were no skin or mucosal symptoms reported either, however it was speculated that there was a high possibility of anaphylaxis shock. Following the procedure, complete atrio-ventricular (av) block occurred occasionally. It was reported that the effect of the shock contributed. Temporary pacing was used. The patient was stable the day following the valve implant procedure, therefore the pcps was removed. The complete av block continued even after the shock had improved, therefore a permanent pacemaker was implanted seven days following the valve implant. No additional adverse patient effects were reported.